Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were passed out at home. The customer stated they had a diabetic seizure. Customer stated they had passed out because they thinks it was first delivered, nothing else was delivered for week after week. The insulin pump will not be returned for analysis.